Manufacturer narrative:
Ages/date(s) of birth: age (y), median (range): 73 (24¿86). Gender(s)/sex(es): n (%): female: 14 (67), male: 7 (33). Date(s) of event: unknown, not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. Citation: v¿alim¿aki, j., koivusalo, r., (2020). Effect of glaucoma drainage implant surgery on corneal topography: a prospective study. Acta ophthalmol, 98, pp. 305¿309. A copy of the article is provided with this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: effect of glaucoma drainage implant surgery on corneal topography: a prospective study. A prospective study was done to determine the effect of glaucoma drainage implant (gdi) surgery on corneal topography during the first postoperative year. Postoperative complications reported in the study included cataract progression (n=3), transient macular oedema (n=1), persistent macular oedema (n=1), transient diplopia (n=1), large hyphaema (n=1), flat anterior chamber intraocular lens: corneal touch (n=1), choroidal detachment (n=1), progression of atrophic macular degeneration (n = 1), opacification of intraocular lens (iol) surface (n = 1), and deterioration of pre-existing ocular surface disease (n = 1). Irrigation of the anterior chamber was performed due to anterior chamber haemorrhage (n=1). One patient had a protracted period of postoperative hypotony and a flat anterior chamber, resulting in iridocorneal adhesions (n=1) in which the flat anterior chamber was re-formed twice with a viscoelastic substance, and the adhesions were liberated. Another patient received a second glaucoma implant 4 months after the primary surgery to obtain intraocular pressure (iop) control for encapsulated bleb with high iop (n=1). Further complications included a slight increase in both central and paracentral corneal thickness; and a significant decrease in the central, paracentral, and peripheral endothelial cell density (ecd). It is not clear if these complications occurred in eyes with the baerveldt glaucoma implants or the other product. A copy of the article is provided with this report.